Manufacturer narrative:
Sc-2316-50e, sn (B)(6). The returned trial lead was analyzed and the visual inspection revealed that the top four electrodes are separated from the distal end. With all the available information, boston scientific concludes that the reported event was confirmed. Electrodes 1 to 4 were not returned. The cables are exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that during the lead pull procedure, the physician felt resistance on one of the leads and it fractured. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7105278.

Event description:
It was reported that during the lead pull procedure, the physician felt resistance on one of the leads and it fractured. The explanted leads will be returned.